Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the control-iq algorithm decreased basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was 66 mg/dl, and the meter bg reading was 543 mg/dl, with high ketones a healthcare provider identified as life threatening. Customer gave a correction bolus via the pump and went to the emergency room (ER) to address bg level. Customer was treated with intravenous fluids of saline and insulin and was released from the ER on (B)(6) 2025 with the issue resolved and no permanent damage. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.